Event description:
It was reported that the t: slim x2 pump battery would not charge, leading to a pump shutdown and an inability to turn it back on. The customer's blood glucose level did not exceed 500 mg/dl during this event. Tandem technical support informed the customer about necessary resets and advised them to monitor the situation and call back if the issue continued.